Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned to medtronic for analysis. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the surgeon was unable to register a patient during the case. The surgeon stated that the exam encompassed the patient's neck and had spacing of 1 and thickness of 2. The surgeon attempted to crop part of the neck out of the scan in the software, but then the issue was still occurring. It was then discovered that the patient's forehead was cut out of the scan. Technical services (ts) informed the caller that they would be unable to trace on anatomy that is not included in the scan. The surgeon decided to continue the surgery without navigation. There was a surgical delay of less than 1 hour, and there was no impact on patient outcome. It was noted that the probable cause was that the exam was not to protocol.

Manufacturer narrative:
The software investigation determined that the behavior was the intended behavior of the software. It was noted that the software was functioning as designed. If information is provided in the future, a supplemental report will be issued.